Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system. The patient was initially implanted on (B)(6) 2019 with a progav system. There was suspected blockage. Symptoms for the patient worsened on (B)(6) 2019; an x-ray showed ventricular expansion. The surgeon pumped the reservoir and flow of cerebrovascular fluid (csf) seemed to improve. However, the physician decided to do a revision on (B)(6) 2019 due to blockage of the catheter. When the valve was taken out, it was noted that tissue had leaked into the ventricular catheter.